Event description:
It was reported the colonovideoscope received an e315 error. The issue occurred during preparation for use. There were no reports of patient harm or injury.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided from the investigation, the reported malfunction of error message e315 was confirmed. The most likely cause can be attributed to damage to the internal circuit board of the connector. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.